Manufacturer narrative:
Section h6: health effect - clinical code 1971 - necrosis added. Section h6: health effect - impact code 4640 - ivd testing added. Section h6: effect - impact code 4639 - imaging required added. Manufacturer's investigation conclusion: the reported driveline damage could not be confirmed as no photographs were submitted for analysis and the device was not returned. A specific cause for the damage and a direct correlation between the device and the reported events could not be conclusively determined through this investigation. The submitted log files showed the device operating as intended. No notable events were captured. The pump appeared to function as intended for the duration of the log file. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 6 also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2025 the patient was readmitted to the hospital, and on (B)(6) 2025 the patient underwent pump exchange due to the driveline infection. Pseudomonas aeruginosa and klebsiella pneumonia cultures were identified prior to the pump exchange. It was noted that the device operated as expected, and the patient was discharged home on (B)(6) 2025. It was noted that the infection resolved with the pump exchange as all post exchange cultures were negative.

Manufacturer narrative:
Section h6: health effect - clinical code 1971 - necrosis added. Section h6: health effect - impact code 4640 - ivd testing added. Section h6: effect - impact code 4639 - imaging required added. Manufacturer's investigation conclusion: the reported driveline damage could not be confirmed as no photographs were submitted for analysis and the device was not returned. A specific cause for the damage and a direct correlation between the device and the reported events could not be conclusively determined through this investigation. The submitted log files showed the device operating as intended. No notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 6 also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 due to a pseudomonas left ventricular assist device (lvad) driveline exit site infection. The patient had a computed tomography (CT) scan performed which revealed concern for abscess around the patient's driveline exit site. Increasing purulent drainage from the lvad driveline exit site was seen. The patient was noted to be on double strength bactrim twice daily for suppression at the time due to the patient's history of methicillin-resistant staphylococcus aureus and pseudomonas at the driveline exit site (manufacturer report number: 2916596-2025-03909). Driveline cultures taken on (B)(6) 2025 showed pseudomonas aeruginosa. A repeat CT of the abdomen on (B)(6) 2025 revealed new subcutaneous hypodense collection adjacent to driveline 4.0 x 2.5 x 3.3 cm and surrounding subcutaneous fat stranding from abscess. The patient was post-excisional sharp debridement for necrotizing infection involving skin, subcutaneous tissue, muscle, fat, and fascia of the abdominal wall on (B)(6) 2025. The patients final wound size measured 9x5 cm. Operating room cultures on (B)(6) 2025, were negative. The patient was discharged on (B)(6) 2025. The patient was maintained on meropenem and treated with 6 weeks of cefepime which ended on (B)(6) 2025. The patient was later admitted to the hospital on (B)(6) 2025 due to a driveline infection. The patient reported abdominal pain which they rated as a 5 out of 10 points for pain. A bedside driveline drainage culture was performed on (B)(6) 2025 which showed pseudomonas and staphylococcus hemolytic. It was reported that the site identified driveline damage at this time and performed a driveline revision on (B)(6) 2025. The patient had a vacuum assisted closure of their wound from the driveline revision. The damaged area of the driveline was cleaned and wrapped with rescue tape. An operating room culture on (B)(6) 2025 identified non-lactose fermenting gram-negative rod and streptococcus beta hemolytic. The patient had a peripherally inserted central catheter (PICC) line placed for long-term intravenous antibiotics. The infection was treated with several courses of intravenous antibiotics including empiric cefepime and empiric daptomycin. The site noted that the patient had failed multiple courses of intravenous antibiotics and that the lvad appeared chronically infected. The patient was discharged on (B)(6) 2025 to be transferred to another hospital for urgent pump exchange vs heart transplant evaluation due to the ongoing infection. Log file review was requested to ensure there were no current issues with the pump. No unusual system controller alarms or any other abnormal pump faults were seen in the log file. Additionally, there was no evidence of any type of driveline electrical conductor issue in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.